Event description:
A male pt contacted lifecor customer support to report that his battery packs will not stay latched into the monitor. He states that the battery packs have a tendency to fall out of the monitor. Support sent a pt services representative to the pt to replace the monitor and battery packs.

Manufacturer narrative:
Device manufacture date: monitor - 03/2008; two battery packs - 10/2007; device evaluation summary: device evaluations of monitor, the two battery packs have been completed. The reported problem was confirmed. Both battery packs had damaged locking tabs. The battery packs were repaired. They were retested and restocked. The root cause of the damaged clip cannot be positively identified but was likely due to forcible removal of the battery pack from the monitor without pressing the locking tab before pulling. The monitor was fully functional. It was retested and restocked. No adverse event resulted from the damaged battery packs. The pt received replacement battery packs and monitor.